Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information requested, the following was obtained: a total of four sutures were broken in the same surgery of the same reference (item) and batch. In any case, the nurse informed that these were the only cases in the box of this material, that is, it did not break with anyone. Investigational summary - photo analysis: visual analysis of the individual image submitted for evaluation determined that a plastic container and two folders with the product code could be seen 14502t. Image is not clear to determine failure mode or reported condition. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional information about complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. Report related to: 2210968-2022-02104, 2210968-2022-02105, and 2210968-2022-02946.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, more than one monocryl 4-0 wire broke during the same surgery. There were no patient consequences reported. Additional information was requested.